Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was experiencing low blood glucose. During low blood glucose troubleshooting, his blood glucose was 42 mg/dl and he treated with food. The caller stated that the customer was disconnected during the rewind/prime sequence. His pump was not worn during a medical procedure/test or around an MRI. The caller was informed that the pump would not suspend when auto mode is turned on. They said that it did not suspend and that the customer woke up and the pump alarmed that his blood glucose was low but the pump never suspended and never stopped. He ate 39 carbs and the pump gave him 1.5 units of insulin. The customer checked his blood glucose and it was 115 mg/dl. The insulin pump will not be returning for analysis.